Event description:
The customer reported a left monitor communication failure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated connectors and flashed memory nodes. System operates as intended. (B)(4).